Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks in the reservoir and also customer noticed fluid in reservoir compartment of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342. Troubleshooting was performed for leaks. Possible reasons for the leaks were explained to customer. Reservoir barrel was damaged. Customer was advised to discard reservoir and use a new one. Troubleshooting was also performed for moisture exposure. Pump passed self-test. Customer was advised to monitor pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue using the reservoir. Mmt-342 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none were found, instead all components were found disassembled. They were reconnected and performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c). Per (B)(4). Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.